Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator powered on, alarmed and powered off. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's system board needs replaced to address the issue.